Event description:
It was observed that during the device evaluation, the colonovideoscope had white contamination in the jet tube channel. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the light cover glasses adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the image alignment was out of alignment, the up, down, right and left angles did not meet specification, there was play evident at the up/down and right/left angles, and the automated air leak test failed. The investigation is ongoing and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "contamination in the auxiliary water channel" malfunction would likely be related to the reprocessing that was not conducted properly due to leakage from the device. The event can be prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.